Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the luer transfer set which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error (se) 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the luer transfer set that led to this alarm. The hp was laying on top of the line which may have caused the patient line to become disconnected. The hp reconnected to the patient line and the hc device alarmed se 2240. Renal therapy services (rts) had the hp cycled power off and on to clear the alarm. Rts assisted the hp with proper disconnect procedures. The hp stated they would perform continuous ambulatory peritoneal dialysis to complete therapy. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.